Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that his ins was running low and the ins ran down very fast and spend 2 hours of uninterrupted time. The patient reported that he held where the recharger should be and began to give codes but didn't get the numbers of the codes. The patient reported that after 2 hours it got to 30%. The patient reported that he started with 90% on the controller. The patient was able to charge on the call and saying excellent recharge. The patient would monitor this and call back if needed. The patient was going to try and charge on the day of the report and call back if the battery seemed to be depleting quickly. The patient also reported that he would like his system adjusted. The patient reported that the system wasn't covering the site like the trial did. The patient reported that the stimulation was only in one leg and below the area of where the difficulty was. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the device wasn't ¿mapped¿ correctly at first and at the time he could began to try to ¿experiment¿ he found he couldn't get correct coverage regardless of setting or level he chose. The patient reported that it was running too high. The patient reported that the device was remapped and getting coverage where he needed it. The patient reported that this allowed him to run it lower but still needed to be higher up on his back. The patient reported that it had been okay on lasting longer, still needed to be high and legs on his feet. The patient was confident it would work. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider via the manufacturer representative reported that they met with the patient and the system was working fine. After a reprogramming session the patient was getting coverage in the areas he needed it. The issue with the remote showing no communication was resolved by removing and reinserting the battery. The patient¿s settings were optimized and he was doing good.